Event description:
A patient underwent a spinal procedure on (B)(6) 2024. It was reported that the tulip popped off of the screw shank two years postoperatively. The patient was experiencing back pain. Revision surgery occurred to remove the hardware.

Manufacturer narrative:
The tulip has not returned for evaluation. Photographs were not provided. A review of the device history records could not be performed as the identifying lot number was not provided. Based on the information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.